Manufacturer narrative:
A review of the manufacturing documentation associated with lot 35235905 presented no issues during the manufacturing process that can be related to the reported event. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, a .018 sv short 180cm st steerable guidewire being used during femoral dilation the proximal soft tip of the guide disintegrated, making it unusable. There was no reported patient injury. The guidewire was removed and changed by another.

Manufacturer narrative:
After further review of additional information received the following sections PMA/510k, if follow-up, what type, device evaluated by MFR and adverse event problem have been updated accordingly. During a femoral dilation for an unknown procedure, a .018 sv short 180cm st steerable guidewire was being used and the proximal soft tip of the guidewire disintegrated, making it unusable. There was no reported patient injury. The guidewire was removed and changed by another. Additional procedural details were requested but were not provided. The device was not returned for analysis. A product history record (phr) review of lot 35235905 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. Without the return of the device for analysis, the reported customer event ¿distal tip-wires-frayed/split/torn - in patient¿ could not be confirmed and the exact root cause could not be conclusively determined. Vessel characteristics, although not provided, and/or procedural/handling factors may have contributed to the reported event. According to the instructions for use (IFU), which is not intended as a mitigation of risk, ¿guidewires are delicate instruments and should be handled carefully. Prior to use and when possible during the procedure, inspect the guidewire carefully for signs of damage. Do not use a guidewire that shows signs of damage. Caution: gently introduce and advance the guidewire to prevent damaging the distal tip. To aid in rotating or steering the guidewire, secure a steering device to the proximal end of the guidewire. Caution: to prevent vessel injury or tip entrapment, use fluoroscopy when advancing/torqueing the guidewire.¿ neither the phr review nor the information available suggests that the reported failure could be related to the manufacturing process of the unit. Therefore, no corrective or preventative actions will be taken at this time.

Manufacturer narrative:
After further review of additional information received the following sections concomitant medical products, PMA/510k, if follow-up, what type, device evaluated by MFR and adverse event problem have been updated accordingly. This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt.

Manufacturer narrative:
After further review of additional information received the following sections PMA/510k, if follow-up, what type, device evaluated by MFR and adverse event problem have been updated accordingly. During a femoral dilation for an unknown procedure, a .018 sv short 180cm st steerable guidewire was being used and the proximal soft tip of the guidewire disintegrated, making it unusable. There was no reported patient injury. The guidewire was removed and changed by another. Additional procedural details were requested but were not provided. A non-sterile unit of a guidewire ¿pgw .018 sv short 180cm st¿ was received for analysis. An unraveled/stretched condition was noticed on the distal tip. Also, a separation condition was observed. Both segments were returned for analysis. No other damages or anomalies were observed on the returned guidewire. The damage area was inspected with a vision system in order to obtain a magnified image of the distal end. Both the separation and the unraveled/stretched conditions were observed and confirmed during the zoomed inspection. A product history record (phr) review of lot 35235905 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The complaint reported by the customer as ¿distal tip-wires ~ fractured separated¿ was confirmed. A separation condition was noticed on the distal end area. Also, an unraveled/stretched condition was noticed on the distal tip of the unit. The cause of this damage experienced by the customer could not be conclusively determined. Vessel characteristics, although not provided, and/or procedural/handling factors may have contributed to the reported event. According to the instructions for use (IFU), which is not intended as a mitigation of risk, ¿guidewires are delicate instruments and should be handled carefully. Prior to use and when possible during the procedure, inspect the guidewire carefully for signs of damage. Do not use a guidewire that shows signs of damage. Never push, auger, withdraw, or torque a guidewire that meets resistance. Stop the procedure. Do not move or torque the guidewire. First, using fluoroscopy, determine the cause of resistance and take any necessary remedial action. Torquing or pushing a guidewire against resistance may cause guidewire damage, and/or guidewire tip separation, or direct damage to the vessel. Resistance may be felt and/or observed (via fluoroscopy) by noting any buckling of the guidewire tip. If guidewire tip prolapse is observed, do not allow the tip to remain in a prolapsed position; otherwise damage to the guidewire may occur.¿ neither the phr review nor the product analysis suggests that the reported failure could be related to the manufacturing process of the unit. Therefore, no corrective or preventative actions will be taken at this time.